Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they had experienced high blood glucose level and motor error. The customer¿s blood glucose was 476 mg/dl at the time of the incident and current blood glucose was 398 mg/dl. The customer was treated with bolus and manual injection. The customer had symptoms such as dry mouth and eyes, feeling crappy and low energy. The customer stated that they had been running high and gave a manual bolus to drive the blood glucose down. It was reported that they had received motor error. The customer does not allege pump was under delivering. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will not be returned for analysis.